Manufacturer narrative:
Philips received a complaint on the mrx device indicating that the device's end tidal co2 measurement did not appear when the device was switched from monitor mode to AED mode. The device was in use at the time of the event, however, there was reportedly no patient harm. A philips field service engineer provided a remote evaluation, and confirmed that the device performed as expected, and confirmed that the disappearance of the capnography curve when the device enters AED mode is part of the normal behavior of the device. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that during a resuscitation, when the users put the defibrillator in dae mode, the capnography curve did not appear on the screen anymore. The device was in use, however there was no adverse event to the patient or user.